Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the atrial fibrillation ablation procedure, a cardiac tamponade occurred. While drawing a voltage map at the left superior vena cava with a diagnostic catheter, the catheter did not display on the ensite screen correctly, and the patient became hypotensive. An echocardiogram was performed, and a cardiac tamponade was observed on the right atrial side. Cardiac drainage was performed, but a cardiac effusion was noted. The patient was taken to another hospital and had open chest surgery. The cause of the tamponade was believed to be the agilis introducer.